Event description:
The patient (pt) reported the cause of the stimulation not working was not determined. The pt reported they are unable to walk without assistance due to the back pain. A tech tried to get stimulation to the lower back, but was unable to do so. The issue is not yet resolved. Pt reported it also takes forever to recharge the battery, and it shuts itself off. Weight was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they noticed last night that the stimulation wasn't working. Patient said they couldn't feel the stimulation in their legs. Patient then said this morning they saw settings not available, cannot provide your desired intensity. Patient mentioned they reset the controller, and stated that they have not made any recent therapy adjustments. Agent advised patient to try using another group. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information from the patient indicated that the device was not reliving back pain. They stated that when recharged, it shuts off by itself. They have to reset the controller every time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the cause of it taking along time to charge and shutting itself was wasn¿t known. The patient indicated that it was still doing this. They stated that nothing had been changed or had been done to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.